Event description:
On (B)(6) 2014 I had an emergency c-section at 34 weeks. My dr. Knew I was thinking about getting my tubes tied. He came in as they were prepping me for surgery and said I had to sign my papers right then. He said it was legally supposed to be done at least 30 days before delivery. But I had to do right then and he would back date it. He didn't even discuss the procedure and what would happen. We had no time for that. Ever since I had the filshy clips put in it's been problem after problem. I've been to same doctor since (B)(6) 2014. So all my records are easily accessed just between my primary care and gynecologist I've got 41 doctor visits on file, plus a couple emergency room visits as well. With the most recent being thursday night where I learned I've probably got fibromyalgia. So I started looking at the link between filshy clips and fibromyalgia. Very interesting, I'm working with my doctor¿s to hopefully get these things removed. I'm miserable and my problems are getting so severe and new symptoms are popping up. Please someone help me. My # is (B)(6). I wish I would've researched before getting the clips. But I had no time or idea I was forced to make the decision as I was just rushed by ambulance to hospital for emergency c-section. I don't understand how the dr. Felt it was ok to back date my form. This has affected my quality of life the last 10 years and will continue to effect me the rest of my life. My first symptoms were extremely high blood pressure stomach swelling as if I'm pregnant (when I go to bed it's so swollen) in the a.m. It goes down. But by end of day it's back swollen and painful. Stomach pain in general. When I eat I automatically bloat and my stomach gets so hard it hurts to even breathe. Indigestion comes and goes. Chest pain. Vision has been declining over the years and it's so bad now I can barely see * severe hair loss * blood pressure has gotten so out of control *my joints and muscles hurt * pressure points all through my body hurt. Pressure all through my head from neck all the way around to my eyes. Pins and needle feeling always. I feel like I'm going to jump out of my skin. Migraines meds. Nausea. Fatigue. Co2 low having a hard time breathing. Glucose issues. Weight issues. When I walk I feel like I've worked out my muscles are sore in my upper thighs, feet legs. Radiating back pain. Radiating pain that starts in left side of head that radiates down my neck into my left shoulder that goes around to my left shoulder blade into my mid back. All my trigger points hurt it's like they are tension and knots in all of them through my body. Even my hands joints have knots and hurt. My butt hurts sitting now this is new. Vision has been slowly going and progressed lately. Upper back pain all the way across shoulders. Painful sex. Bleeding after sex occasionally periods irregular, but very painful ringing in ears has progressed it's so loud it's frustrating. Brain fog short term memory issues (my newest most recent issue) irritable bowel syndrome. Stabbing heart pain. Shoulder blades hurt (whole body really) I recently went to wellstar hospital and had so many tests ran. I'm just starting my journey to get my life back after almost 10 years with no answers. Emergency room doctor said fibromyalgia. I just learned the link between fibromyalgia and filshy clips. So, I'm 99% sure this is my issue. (My medical records speak for themselves) please reach out if I can help you in anyway. I have so many health records if you would like to go through them, that support my issues are legit and have been happening since my tubal. My quality of life has declined since (B)(6) 2014 and I'm afraid of what my future holds if these clips are left in my body.